Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with inappropriate shock. Upon review, the implantable cardioverter defibrillator delivered high voltage therapy due to supraventricular tachycardia with rapid ventricular response. Programming changes were performed. The patient was in stable condition.